Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported during a therapeutic laparoscopic hysterectomy procedure, the lower jaw of the thunderbeat instrument broke. The jaw was easily found in the abdominal cavity and removed. There was no injury or harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated fields: h4, h7, h9. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.